Event description:
A volume discrepancy was reported. The actual residual volume (14 ml) exceeded the expected residual volume (4 ml). The discrepancy was believed to be secondary to a possible kinked catheter secondary to patient coming in for refills on multiple occasions with the pump flipped. The patient had been in ¿recently¿ for a refill, and their pump had been flipped. They managed to get their pump flipped back and upon refilling the pump, they found 14 cc instead of 4 cc. The pump flipping was thought to have been secondary to the patient¿s severe scoliosis and abnormal posturing. Exploratory [surgery] of the pump and catheter was planned, but the date was unknown. Surgical intervention was planned with a possible change of the pump¿s location and reinforcement of suturing the pump in the proper position. The patient¿s status at the time of the report was alive with no injury. The medication infused was unknown. It was later reported that the catheter was extremely twisted and was probably kinking. The catheter was removed due to a possible break, tear, or hole the catheter. A tear in the ¿pet¿ (polyethylene tubing) braid was noted. The patient recovered without sequela. The medications infused were dilaudid and clonidine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the patient had healed up well. The pump was being titrated up for therapeutic effect. They stated they were ¿not there yet but getting closer¿.

Event description:
It had also been reported the revision was planned for and occurred on (B)(6) 2013. It had also later been reported the pocket and catheter revision were successful. After the pocket was opened, a fray or cut was noted in the pet (polyethylene tubing) braid of the catheter, directly below the pump connector. The pump segment was changed out secondary to this observation. The pump had been flipped multiple times and the catheter was very convoluted with multiple kinks. Expected to find 17.2 ml and emptied of around 15.8 ml at the time of the revision. A mesh bag was sutured into place and was utilized to facilitate keeping the device in place more securely. It was reported the drugs in the pump were dilaudid and clonidine.

Manufacturer narrative:
Analysis of the catheter revealed a tear in the seal of the sutureless connector near the guide ring. The catheter returned had no evidence of significant twisting that may have led to kinking. There was a tear in the transition tubing just distal to the strain relief shroud. There was no fraying of the polyethylene tubing braid layer.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. The previously reported result code is being updated/corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.